Manufacturer narrative:
Eval: the iab was rec'd intact for eval with the membrane noted to be completely folded. Blood was noted on the exterior of the iab and within the inner lumen. The sheath used with the iab was also returned. The sheath was not in place over the catheter tubing. The sheath ID and catheter od were measured and found to be within datascope's mfg specs. The folded membrane appeared normal under room light and polarized light. As a test, a vacuum was drawn on the folded membrane using a lab 60 cc syringe and a one-way valve. With the vacuum maintained, the folded membrane easily passed through the returned 10 french, 6 inch sheath without any difficulties. (This follow-up MDR was mailed to FDA on 5/04/98).

Event description:
The dr was unable to insert the iab through the sheath. A second iab was inserted sheathless. (Multiple event to customer complaint number 98-00344). On 4/28/98, the following was reported to datascope: it was not possible to pass the balloon catheter through the sheath. There was no pt injury or complication as a result of the event on 3/17/98. It was reported that the pt expired on 3/20/98. [Event complications]: unk-reported 3/17/98; none-rpt'd 4/28/98. [Pt's current status]: expired-rpt'd 4/28/98.